Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected. The alarm was resolved by cycling power to the hc device. Proper procedures were reviewed with the reporter, and the therapy was ended. There was no patient injury or medical intervention associated with this event. No additional information is available.